Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5088173) that a (B)(6) year old female underwent breast surgery with mentor memorygel breast implants 325cc and experienced bilateral autoimmune disorder and rupture on the left side post-operational. Symptoms included brain fog, digestive issues, rashes, blurred vision, tinnitus, raynauds syndrome, melasma, fatigue, anxiety, joint pain, inflammation, vitamin d deficiency and hormone imbalance. As a result the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Additional information: on 8/28/2019, the mentor failure analysis lab received the device for evaluation. On 9/6/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample, a crease was noticed in the posterior aspect. Leak testing was performed and it revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Regarding autoimmune disease, mentor is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Additionally, trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).